Event description:
It was reported that an alert/notification setting issue occurred. According to the patient, on (B)(6) 2026, the phone and garmin watch did not alert for hypoglycemia, neither did the omnipod5 insulin pump. The patient experienced a severe hypoglycemic episode, with vomiting and collapsed. The patient stated the cgm should had alerted at 70 mg/dl and the omnipod should have alerted at 50 mg/dl. The patient was taken to the hospital, and the bg and cgm readings were accurate (no values reported). The patient was treated with intravenous glucose, nasal glucagon and anti-nausea medication. At the time of the report the patient was feeling better. A review of performance data shows that the patient's low alert was enabled at the time of the incident with the threshold set to 75 mg/dl and the audio set to sound. The urgent low alert is fixed at 55 mg/dl; the audio was set to sound and the snooze feature was set to 30 minutes. The urgent low soon alert was set to sound and will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. The signal loss alert was set to sound and was set to trigger after 20 minutes of continuous signal loss. Data investigation shows that at 6:02 pm on (B)(6) 2026, the patient entered a period of signal loss that lasted 65 minutes. The last estimated glucose value the patient received prior to the onset of signal loss was a reading of 135 mg/dl. The patient¿s egvs began fluctuating once the signal loss started, however, dropping to 56 mg/dl by 6:17 pm and then coming back up to 141 mg/dl at 6:32 pm. From there, the patient¿s egvs started steadily declining, breaching the low alert threshold at 6:57 pm with an egv of 71 mg/dl. By the time the signal returned at 7:07 pm, the patient¿s egvs were still below the low alert threshold, and the app delivered an urgent low soon alert at partial volume with an egv of 62 mg/dl. At 7:12 pm, the patient¿s egvs reached the urgent low alert threshold, and the app delivered an urgent low alert at partial volume with an egv of 55 mg/dl. At 7:17 pm, the app delivered a second urgent low alert, this time at half volume, with an egv of 43 mg/dl. At 7:22 pm, the app delivered a third urgent low alert, this time at full volume, with an egv of low (less than 40 mg/dl). The app delivered another urgent low alert at full volume at 7:27 pm with an egv of 46 mg/dl. The patient experienced signal loss during the next five-minute interval, and by 7:37 pm, her egvs had risen above the urgent low alert threshold; the app delivered a low alert at partial volume at this time with an egv of 73 mg/dl. None of the aforementioned alerts were acknowledged. From 7:42 pm to 8:42 pm, the patient¿s egvs returned to target range. At 8:47 pm, however, her egvs dropped below the low alert threshold again and the app delivered an urgent low soon alert at partial volume with an egv of 62 mg/dl. This alert was acknowledged two minutes later. At 8:52 pm, the patient¿s egvs exceeded the urgent low alert threshold, and the app delivered an urgent low alert at partial volume with an egv of 45 mg/dl. At 8:57 pm, the app delivered a second urgent low alert, this time at half volume, with an egv of low. This alert was acknowledged two minutes later. From 9:07 pm to 9:17 pm, the patient¿s egvs returned to target range. Then, at 9:22 pm, her egvs dropped below the low alert threshold again and the app delivered a low alert at partial volume with an egv of 74 mg/dl. This alert was acknowledged immediately. The patient¿s egvs remained below the low threshold for the next 15 minutes and returned to target range from 9:37 pm to 9:52 pm. At 9:57 pm, the patient¿s egvs dropped below the low and urgent low alert threshold at once, and the app delivered an urgent low alert at partial volume with an egv of 43 mg/dl. At 10:02 pm, the app delivered both an urgent low alert at half volume and a fall alert at partial volume with an egv of low. The urgent low alert was acknowledged two minutes later. From 10:22 pm to 10:27 pm, the patient¿s egvs returned to target range. Then, at 10:32 pm, her egvs dropped below the low alert threshold once more and the app delivered a low alert at partial volume with an egv of 70 mg/dl. At 10:37 pm, the app delivered an urgent low soon alert at partial volume with an egv of 61 mg/dl; this alert was acknowledged immediately. The patient¿s egvs crossed back into target range at 10:47 pm and continued to rise thereafter. Although both the low and urgent low alert thresholds were breached several times on the evening of (B)(6) 2026 when the incident reportedly occurred, the most likely issue associated with the hypoglycemic event was determined to be signal loss, as the initial drop in the patient¿s glucose levels occurred during a period of signal loss, and the alerts that sounded when the signal returned were not acknowledged (unlike the alerts that sounded later that night). Data investigation did not find any other issue that may have attributed to missed alerts as all glucose alerts were found to have triggered as intended. It is unknown why the application stopped and entered the signal loss state. Possible causes for this are the patient's mobile device turning off or restarting, the patient manually closing the application, or the operating system terminating the application. Although the cgm application was stopped during this time and there is no information in the performance data, the app is designed to still trigger a signal loss alert when enabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.